Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon used in this procedure? Are the product code and lot numbers available for ethicon devices used? Can specific patient demographics be provided for the subjects of this article? If so, please also include: patient initials, initial procedure date, pre-existing conditions, specific medical/surgical intervention per patient.

Event description:
It was reported in journal article ¿effect of stitch length on wound complications after closure of midline incisions - a randomized controlled trial¿ that the effect of stitch length on surgical site infection and incisional hernia in closed midline incisions was studied between january 8, 2001 and january 8, 2006. A continuous, single-layer monofilament suture closed the incision, and self-locking anchor knots were used. A continuous, intradermal suture closed the skin. Patient was randomized to wound closure with either a short or long stitch length. The patient may have experienced wound dehiscence with long stitch and emergent reoperation, surgical site infection, and incisional hernia. Additional information has been requested.

Manufacturer narrative:
Product complaint # :(B)(4). It was reported that this device is not malfunction reportable; there is no reported product deficiency. Therefore, this medwatch report is not reportable.